Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0071) on 06-aug-2015. The most recent information was received on 04-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on a daily basis/ severe and persistent pelvic pain/ severe and persistent pelvic area pain/ very painful & any activity makes it worse'), uterine haemorrhage ('abnormal uterine bleeding') and tooth disorder ('she start getting the first few of all my teeth that have to be pulled out') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cardiac catheterisation (done for checking pressures), gravida ii, miscarriage, d & c and miscarriage. Concurrent conditions included heart disease congenital, congenital anomaly of lung, unspecified, overweight, chills, fever and hyperuricemia. Concomitant products included proton pump inhibitors since 2001 for acid reflux (oesophageal), meloxicam (mobic) since 2003 for arthritis, furosemide since 2001 for diuretic therapy, allopurinol since 2001 for kidney stone prevention, rizatriptan benzoate (maxalt) since 2000 for migraine, dronabinol since 2012 for nausea and appetite disorder and potassium since 2004 for unspecified nutritional deficiency. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant). In 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/ severe and persistent left hip and waist down/ she hurt from my hips down to her feet"), dyspareunia ("painful intercourse/ pain and burning sensations during sex/ not being comfortable to have sex"), libido decreased ("low libido/ no sex drive"), pain in extremity ("leg pain/ severe and persistent, aches legs/ leg pain from diabetes/ left leg pain/ she hurt from my hips down to her feet"), skin irritation ("skin irritation"), dysmenorrhoea ("painful menstrual cycle"), amnesia ("loss of memory/ memory loss"), vulvovaginal pain ("severe and persistent vaginal pain") and infection ("frequent infection"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), adverse reaction ("implants that make things a lot worse for me / number of health issues"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), back pain ("back pain"), scoliosis ("scoliosis"), diabetes mellitus ("leg pain from diabetes"), fatigue ("fatigue/ real tired"), lung disorder ("lung disease/ lung problems"), swelling ("swollen on the left lower side of my back"), malaise ("very sick"), emotional disorder ("hard to get a man to understand sometimes/ mine always thinks it's him doing something wrong, but I explain over & over it's not him"), feeling abnormal ("severe brain fog"), dysarthria ("mushing words together or slurring or just blah when trying to talk"), hypoaesthesia ("numbed from the waste down"), abdominal distension ("she look like she was 6 months pregnant"), cardiac disorder ("sick with heart"), medical device pain ("hurting so bad/ hurting every day"), myalgia ("leg muscles get sore from just doing normal errand running") and menorrhagia ("menses lasted more than 2 weeks"). The patient was treated with bosentan (tracleer), carbidopa, duloxetine hydrochloride (cymbalta), insulin aspart (novolog), levodopa, lorazepam, norethisterone (norethindrone), oxycodone hydrochloride;paracetamol (percocet), sildenafil, spironolactone, valaciclovir and surgery (surgically removed in 2 days). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, arthralgia, dyspareunia, pain in extremity, vulvovaginal pain, back pain, scoliosis, diabetes mellitus, fatigue and lung disorder had not resolved and the uterine haemorrhage, tooth disorder, adverse reaction, libido decreased, skin irritation, dysmenorrhoea, amnesia, infection, allergy to metals, mental disorder, swelling, malaise, emotional disorder, feeling abnormal, dysarthria, hypoaesthesia, abdominal distension, cardiac disorder, medical device pain, myalgia and menorrhagia outcome was unknown. The reporter considered abdominal distension, adverse reaction, allergy to metals, amnesia, arthralgia, back pain, cardiac disorder, diabetes mellitus, dysarthria, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, hypoaesthesia, infection, libido decreased, lung disorder, malaise, medical device pain, menorrhagia, mental disorder, myalgia, pain in extremity, pelvic pain, scoliosis, skin irritation, swelling, tooth disorder, uterine haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she used topical cream for skin irritation, medication for hip pain/ severe and persistent left hip and waist down, pelvic pain, leg pain. It was reported that she unable to have the essure removed due to the extensive health risk surgery would pose. She condoms as back-up birth control from placement of essure until my confirmation test in approximately 2004. Current weight was 147 lbs. After placement, there were 4 coils protruding from the ostea on the right and 4 coils protruding on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: fallopian tube implants in situ bilaterally; on (B)(6) 2004: results: essure confirmation test. She has lance of infected areas on arms and lower stomach to help with an infection/staph infection from 2004 or 2005. She also had esophagus stretched twice to help with eating from 2009 and 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 06-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on a daily basis/ severe and persistent pelvic pain/ severe and persistent pelvic area pain/ very painful & any activity makes it worse'), uterine haemorrhage ('abnormal uterine bleeding') and tooth disorder ('she start getting the first few of all my teeth that have to be pulled out') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cardiac catheterisation (done for checking pressures), gravida ii, miscarriage, d & c and miscarriage. Concurrent conditions included heart disease congenital, congenital anomaly of lung, unspecified, overweight, chills, fever and hyperuricemia. Concomitant products included proton pump inhibitors since 2001 for acid reflux (oesophageal), meloxicam (mobic) since 2003 for arthritis, furosemide since 2001 for diuretic therapy, allopurinol since 2001 for kidney stone prevention, rizatriptan benzoate (maxalt) since 2000 for migraine, dronabinol since 2012 for nausea and appetite disorder and potassium since 2004 for unspecified nutritional deficiency. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant). In 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/ severe and persistent left hip and waist down/ she hurt from my hips down to her feet"), dyspareunia ("painful intercourse/ pain and burning sensations during sex/ not being comfortable to have sex"), libido decreased ("low libido/ no sex drive"), pain in extremity ("leg pain/ severe and persistent, aches legs/ leg pain from diabetes/ left leg pain/ she hurt from my hips down to her feet"), skin irritation ("skin irritation"), dysmenorrhoea ("painful menstrual cycle"), amnesia ("loss of memory/ memory loss"), vulvovaginal pain ("severe and persistent vaginal pain") and infection ("frequent infection"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), adverse reaction ("implants that make things a lot worse for me / number of health issues"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), back pain ("back pain"), scoliosis ("scoliosis"), diabetes mellitus ("leg pain from diabetes"), fatigue ("fatigue/ real tired"), lung disorder ("lung disease/ lung problems"), swelling ("swollen on the left lower side of my back"), malaise ("very sick"), emotional disorder ("hard to get a man to understand sometimes/ mine always thinks it's him doing something wrong, but I explain over & over it's not him"), feeling abnormal ("severe brain fog"), dysarthria ("mushing words together or slurring or just blah when trying to talk"), hypoaesthesia ("numbed from the waste down"), abdominal distension ("she look like she was 6 months pregnant"), cardiac disorder ("sick with heart"), medical device pain ("hurting so bad/ hurting every day"), myalgia ("leg muscles get sore from just doing normal errand running") and menorrhagia ("menses lasted more than 2 weeks"). The patient was treated with bosentan (tracleer), carbidopa, duloxetine hydrochloride (cymbalta), insulin aspart (novolog), levodopa, lorazepam, norethisterone (norethindrone), oxycodone hydrochloride; paracetamol (percocet), sildenafil, spironolactone, valaciclovir and surgery (surgically removed in 2 days). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, arthralgia, dyspareunia, pain in extremity, vulvovaginal pain, back pain, scoliosis, diabetes mellitus, fatigue and lung disorder had not resolved and the uterine haemorrhage, tooth disorder, adverse reaction, libido decreased, skin irritation, dysmenorrhoea, amnesia, infection, allergy to metals, mental disorder, swelling, malaise, emotional disorder, feeling abnormal, dysarthria, hypoaesthesia, abdominal distension, cardiac disorder, medical device pain, myalgia and menorrhagia outcome was unknown. The reporter considered abdominal distension, adverse reaction, allergy to metals, amnesia, arthralgia, back pain, cardiac disorder, diabetes mellitus, dysarthria, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, hypoaesthesia, infection, libido decreased, lung disorder, malaise, medical device pain, menorrhagia, mental disorder, myalgia, pain in extremity, pelvic pain, scoliosis, skin irritation, swelling, tooth disorder, uterine haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she used topical cream for skin irritation, medication for hip pain/ severe and persistent left hip and waist down, pelvic pain, leg pain. It was reported that she unable to have the essure removed due to the extensive health risk surgery would pose. She condoms as back-up birth control from placement of essure until my confirmation test in approximately 2004. Current weight was (B)(6). After placement, there were 4 coils protruding from the ostea on the right and 4 coils protruding on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram on (B)(6) 2004: results: fallopian tube implants in situ bilaterally; on (B)(6) 2004: results: essure confirmation test. She has lance of infected areas on arms and lower stomach to help with an infection/staph infection from 2004 or 2005. She also had esophagus stretched twice to help with eating from 2009 and 2012. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received: new event "menses lasted more than 2 weeks" were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.